Event description:
It was reported that the pump was dropped and the touch screen became shattered. Additionally, it was reported that a malfunction alarm occurred. Customer¿s blood glucose level was approximately 190 mg/dl. The customer reverted to manual injections for insulin therapy.